Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer got hospitalized due to high blood glucose with blood glucose of 600 mg/dl at the time of the incident. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller reported a no delivery alarm in the past that was resolved by a set change. Troubleshooting was not completed. The insulin pump will not be returned for analysis.